Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for falsely reactive alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Review of all the information provided by the customer was reviewed & it was noted that reagent lot 53507fn01 had not been calibrated for an extended period (10dec23). Return testing was not completed as returns were not available. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue under review. Device history record review for lot 53507fn01 did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot was within the established limits and comparable with other lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation the alinity I anti-hbs reagent lot 53507fn01 is performing as intended, no systemic issue or deficiency of the alinity I anti-hbs reagent was identified.

Event description:
The customer observed a false reactive alinity I anti-hbs results for 5 samples. The following results were provided: sample 1: initial result = 97.18 miu/ml, repeat result= 158.22 miu/ml, result bias 62.81%. Sample 2: initial result = 135.3 miu/ml, repeat result= 208.46 miu/ml, result bias 54.07 %. Sample 3: initial result= 555.39 miu/ml, repeat result= 736.65 miu/ml, result bias 32.64 %. Sample 4: initial result = 2.7 miu/ml, repeat result= 5.84 miu/ml, result bias 116.30%. Sample 5: initial result = 9.6 miu/ml, repeat result= 21.45 miu/ml, result bias 123.44 %. Customer reference range: 0-10 miu/ml no impact to patient management was reported.

Event description:
The customer observed a false reactive alinity I anti-hbs results for 5 samples. The following results were provided: sample 1: initial result = 97.18 miu/ml, repeat result= 158.22 miu/ml, result bias 62.81%, sample 2: initial result = 135.3 miu/ml, repeat result= 208.46 miu/ml, result bias 54.07 %, sample 3: initial result= 555.39 miu/ml, repeat result= 736.65 miu/ml, result bias 32.64 %, sample 4: initial result = 2.7 miu/ml, repeat result= 5.84 miu/ml, result bias 116.30%, sample 5: initial result = 9.6 miu/ml, repeat result= 21.45 miu/ml, result bias 123.44 %. Customer reference range: 0-10 miu/ml, no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: sample1, sample 2, sample 3, sample 4, sample 5 all available patient information was included. Additional patient details are not available. E1 phone number complete information - (B)(6). This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88.